Event description:
It was reported that insulin pump experienced a power off during normal use. Customer reports to be pregnant and not trusting pump as this was not the first time pump experienced a power off. It was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump monitored for several days and no off no power alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.